Manufacturer narrative:
Through follow up with the surgery center it was learnt that they initially reported an incorrect suspect product. Therefore the following fields have been updated from what was reported in the initial MDR. Brand name: tecnis 1 multifocal. Product code: mfk - common device name: multifocal iols. Model#: zmb00 - catalog #: zmb00u0185 - serial #: (B)(4) - expiration date: 12/30/2107. Device manufacture date: 12/30/2013. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed. The customer's reported event could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There were no discrepancies found during the review. The documentation shows that the production order was manufactured according to specifications. There were no associated deviation or non-conformity reports found in the review that were related to this complaint. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Based on the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Date of event: unknown, not provided. If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a wrinkle was noticed on an intraocular lens (iol) had when the lens case was opened. The lens was not loaded into the cartridge. No further information provided.